Event description:
It was reported that the patient developed staphylococcus infection and increase pain from a previous back surgery. It is unknown if the said surgery was device related. The patient also had pain at the ipg site and inadequate stimulation. The patient was placed on antibiotics for the infection and tramadol for the pain.

Event description:
It was reported that the patient developed staphylococcus infection and increase pain from a previous back surgery. It is unknown if the said surgery was device related. The patient also had pain at the ipg site and inadequate stimulation. The patient was placed on antibiotics for the infection and tramadol for the pain. Additional information was received that the patients infection was not device related.

Event description:
It was reported that the patient developed staphylococcus infection and increase pain from a previous back surgery. It is unknown if the said surgery was device related. The patient also had pain at the ipg site and inadequate stimulation. The patient was placed on antibiotics for the infection and tramadol for the pain. Additional information was received that the patients infection was not device related. Additional information was received that the patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
D6b: explant date: (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7038354.